Manufacturer narrative:
Patient medications include but are not limited to: statin, beta blockers, ace inhibitor, chronic anticoagulant and prior ascending/arch aortic open repair. Conclusion: according to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to persistent false lumen flow and aortic expansion.

Event description:
It was reported to gore via the vascular quality initiative that on an unknown date in 2015, a patient underwent emergent endovascular treatment for chronic aortic dissection extending from zone 4 to zone 9. The primary entry tear was located in zone 5. The maximum aortic diameter measured 58mm two conformable gore® tag® thoracic endoprostheses (tgu454520, tgu454515) were advanced and implanted successfully to cover the primary entry tear. The celiac artery was intentionally covered. At the time of discharge, the maximum aortic diameter in the treated segment was 37mm. The patient underwent follow up visits on unknown post operative day(s) pod: 5, 27, 393. Persistent false lumen perfusion from an unknown source was identified on all post operative visits. No perfusion of primary entry tear was noted on all follow up visits. There was no expansion of the false lumen within the treated dissection area; or expansion of the aorta distal to the treated area beyond the dissection reported at any follow up. On an unknown follow up date, approximately pod 27, (estimated (B)(6) 2016), an unknown endoleak from an unknown source was identified. Imaging showed an aortic diameter measurement within the treated segment of 59mm. On an unknown follow up date, approximately pod 393, no endoleak was identified. Imaging showed an aortic diameter measurement within the treated segment of 55mm. On an unknown date, approximately pod 489, follow up imaging reported a proximal type I endoleak at the attachment site originating from the celiac artery. The aortic diameter within the treated aorta, evg measured 52mm. There have been no reported additional procedures for the patient.

Manufacturer narrative:
Additional device: tgu454515 (no lot number/UDI information is available)for neither the tgu454520 nor the tgu454515.